Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas displayed alerts 90, 57, and 38 during a cartridge change, including a message indicating remaining insulin while the removed cartridge was empty, and the device subsequently did not dose insulin, consistent with a program or algorithm execution failure associated with firmware. Symptoms included hyperglycemia with blood glucose over 400 mg/dl. Outcomes included a missed dose and a delay to therapy; the user transitioned to subcutaneous insulin via pen as backup treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed incorrect data definition consistent with an algorithm execution failure in the firmware. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.